Event description:
It was reported that the patient experienced a "sudden" fever of 39 degrees centigrade with a quick recovery; date of onset 2007 not deemed to be associated with the device. It was later reported that simple x-rays were taken as there was no improvement post implant despite dose increase. A catheter dislodgement was suspected as the films were very different from post procedural films. A contrast study could not be performed as cerebrospinal fluid could not be aspirated. At approximately 3 weeks later, the catheter was replaced during surgery as the catheter was confirmed intraoperatively to be completely dislodged. Gabalon administration was restarted at 75 mcg/day after the catheter replacement. The final patient outcome was not reported.

Manufacturer narrative:
.